Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had visited the emergency room (ER) with hypoglycemia on (B)(6). No specific blood glucose levels were reported. It was reported that the pod was worn when medical attention was sought, but the duration of pod use was not specified. The patient attempted to self-treat low blood sugar with glucose gel and sugar water but had to seek medical attention due to their symptoms. Symptoms reported include nausea, vomiting, dry heaving, diarrhea, and chills. The patient reported they were tested for the flu and were referred to a gastrointestinal doctor for their symptoms. The patient was released from the emergency room the same day, (B)(6).